Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer will continue to use the pump for insulin therapy, and will revert to an alternate method of insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.